Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly multiple times. Additionally, a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. No reported adverse impact to the customer's blood glucose.